Manufacturer narrative:
Date sent to the FDA: 05/02/2011. (B)(4) - recurrent hernia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair on an unknown date. The patient experienced a recurrent ventral hernia and underwent an open procedure to repair the hernia. The mesh was found to be scalloped in between the tacks.